Event description:
It was reported that pump malfunction occurred with malfunction code 15, and no notable events were described prior to occurrence. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.